Manufacturer narrative:
No definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device. Device is approved for insertion at l4-s1. Implantation of the device at l3/l4 goes against the recommendations made in the surgical technique, the instructions for use (IFU) supplied with each device as well as the information presented at the time of surgeon training.

Event description:
The company was made aware of legal action being taken by a charite artificial disc pt. Pt was implanted with charite disc in 2004, at spinal location l3/4 by surgeon at hospital. Pt is reported to have continued pain.